Manufacturer narrative:
Certas valve was returned for evaluation: DHR - lot 7259493, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
A facility reported a certas valve (ID: 828824) was implanted on (B)(6) 2023, and on (B)(6) 2023 it had to be removed and replaced because "it was not working".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.